Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that ¿on (B)(6) 2019 at around 11:35, an over-low blood pressure (art) was noted for a patient. In the room there was no alarm. No adverse event to patient or user has been reported.